Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 239 mg/dl. Reportedly, the customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.